Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable as the display screen was black. Reportedly, no text or graphics would display on the touchscreen, although the screen was illuminated. Additionally, it was reported that the usb cable was damaged. Reportedly, customer was still able to use the usb cable to charge the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.